Manufacturer narrative:
Product event summary: (B)(4): analysis found that the radio frequency programmer head failed field immunity due to internal corrosion and therefore the head was scrapped and replaced. Product ID: 2090 programmer; product ID: 229047 software analyzer; (B)(4).

Event description:
It was reported that both the programmer and the radio frequency programmer head which had been returned along with the programmer as an associated device, subsequently tested out of specification during manufacturer's analysis.